Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported receiving a no delivery alarm and stated that they had trouble with priming the insulin pump. Customer stated that insulin was squirting out during the prime process. Customer mentioned that the motor slowed down and the numbers ramped up on the screen. Customer also noticed a gap between the piston and the reservoir. The drive support cap was noted to be normal. Customer's blood glucose reading at the time of the call was 400 mg/dl. No further information reported.